Event description:
The user received a questionable human chorionic gonadotropin, stat (hcg stat) result for one patient sample that was discovered when the doctor questioned the reported result. The initial result was 0.500 miu/ml with a data flag and was reported outside the laboratory as <1 miu/ml. The patient was in the ER for a "d&c" and the doctor expected a positive result. He was aware the patient was miscarrying. The same sample tube was repeated and the result was 1301 miu/ml. Another sample tube drawn at the same time was tested and the result was 1276 miu/ml. The result of 1301 miu/ml was considered to be correct and was reported as a corrected result. The patient was not adversely affected and the user stated no adverse event was caused in regards to the treatment and care of the patient. The hcg stat reagent lot number was 16354901 with an expiration date of 06/30/2012. The field service representative determined the measuring cells were damaged and were in need of replacement. He replaced both the measuring cells. To verify the analyzer operation, he ran performance testing with results within specifications.

Manufacturer narrative:
The investigation could not determine a specific root cause. Calibration data was compared to lot release data and was within expectations. Quality control results are within ranges. A reagent issue is not evident. Instrument checks were within acceptable specifications. Based upon information provided, possible causes are preanalytical sample handling or the measuring cell which had to be changed. The patient was not adversely affected by the event.